Event description:
The customer contact reported a burned area near the strain relief at the female end of the ac power cord. The pump was returned to the biomedical engineering department with an unsigned note that stated "there is a short in the cord near the machine, nurse almost got shocked." No tracking information was provided; therefore specific pt information, pump programming, or event details were not available. During testing at the user facility, it was noted that there was a spot near the strain relief on the female end of the ac power cord that was burned "all the way through the cord". There was no reports of any adverse pt or healthcare professional events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).